Event description:
It was reported that during insertion for the lithotripsy procedure for the treatment of kidney stones, the fiber was successfully connected; however, on the first activation, the fiber and blast shield broke. The procedure was completed by changing the blast shield and using another fiber without any patient complications.

Manufacturer narrative:
The fiber was not returned for analysis; therefore, a technical analysis could not be performed, and the reported device performance allegation could not be confirmed. A review of the device instructions for use (IFU) was completed, the IFU states: a damaged fiber may cause accidental laser exposure or injury the to the treatment room personnel or patient, and/or fire in the treatment room. Inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a nonreflective surface, and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber (see fiber tip renewal during operation for details). If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review performed for the moses fiber device confirmed that the event of fiber break is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the moses fiber device is acceptable. Further investigation of the manufacturing process identified that wear and tear of the uv curing system contributed to an increase in fiber break incidents. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of quality control deficiency.initial reporter's (matthaus majewski) phone number: +011(049)731171026025

Manufacturer narrative:
Initial reporter's (B)(6) phone number: (B)(6).

Event description:
It was reported that during insertion for the lithotripsy procedure for the treatment of kidney stones, the fiber was successfully connected; however, on the first activation, the fiber and blast shield broke. The procedure was completed by changing the blast shield and using another fiber without any patient complications.